Event description:
It was reported that the pump touchscreen was responding more slowly than usual. There was no reported impact to the customer¿s blood glucose level. The customer declined troubleshooting with tandem technical support. No additional information was provided.